Event description:
It was reported during implant attempt that the right ventricular lead would not permit the stylet to fully advance. The lead was exchanged, and the operation was successfully completed. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies. A stylet was able to be inserted and removed through the entire lead body with no restriction.